Manufacturer narrative:
The device or components were not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 201 displayed by the console was caused due to the mechanical dual shutters damage. The fse proceeded to replaced it and the issue was resolved; the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from an electrical issue, leading to the reported event. Therefore, the reported allegation was confirmed. A risk review was completed and confirmed that the event of device - device displays error message is defined in the risk documentation. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, it was found that the console alerted error code 201 - shutter test failed when turned on. The procedure was not completed due to this event. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure, it was found that the console alerted error code 201 - shutter test failed when turned on. The procedure was not completed due to this event. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field f10: impact codes correction to field h6: impact codes correction to field h11: additional MFR narrative the device or components were not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 201 displayed by the console was caused due to the mechanical dual shutters damage. The fse proceeded to replaced it and the issue was resolved; the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from an electrical issue, leading to the reported event. Therefore, the reported allegation was confirmed. A risk review was completed and confirmed that the event of device - device displays error message is defined in the risk documentation. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. After that, additional information was received by good faith effort indicating that this procedure was not aborted, and the patient was not under sedation when the event occurred. The issue was resolved post procedure by replacing the shutter. Based on this new information received, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported aborted/cancelled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that during a procedure, it was found that the console alerted error code 201 - shutter test failed when turned on. The issue was resolved post procedure by replacing the shutter. There was no patient complication.